Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a biliary tract stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the side car-rx (guidewire port) appeared pushed back, resulting in difficulty advancing the basket into the bile duct. The sheath was also noted to be damaged. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual examination of the device found the basket to be fully retracted and the side car-rx presented pushback out of specification. The distal end of the side car-rx was slightly stretched outward but no kinks were found. A functional evaluation was performed and revealed no issues when inserting a .035¿ guidewire through the side car-rx. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the device presented side car-rx pushback. The side car-rx pushback could cause difficulty in tracking the device over the guidewire and into the papilla. The issue occurred during the procedure and while advancing into the common bile duct during the second pass into the duct. Therefore, the most probable root cause classification for the reported failure is ¿operational context.¿ the device history record review found the device met all manufacturing specifications. A search of the complaint database found one unrelated complaint from the same customer.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a biliary tract stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the side car-rx (guidewire port) appeared pushed back, resulting in difficulty advancing the basket into the bile duct. The sheath was also noted to be damaged. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.